Manufacturer narrative:
Correction to h6 "type of investigation" code from "4114 - device not returned" to "10 - testing of actual/suspected device". This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E.1 establishment name - (B)(6). The suspect device has not been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and the results showed the following: <1 cfu/100ml of revivable microorganisms for all channels. <1 cfu/endoscope of revivable microorganisms for all channels. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 7 colony forming units (cfus) of microorganisms aerobe. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.